Event description:
It was reported, "dr (B)(6) was using the large vcare and did sew the cup in place. After completion of the colpotomy, she went to pull the uterus back and remove it from the patient, and the cup stayed in place on the cervix, and the vcare came out of the patient missing the intrauterine balloon. It had come completely off of the shaft on the manipulator tube. They had to search for 25 minutes to find the balloon (even inside the uterus) and it ended up being in the patient drapes." It was also reported, "no injury to patient."

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The procedure at the time of the incident was a robotic tah, total abdominal hysterectomy. One (1) vcare device was returned for evaluation. The cervical cone and intrauterine balloon were completely detached from the manipulator tube, but the vaginal cone, handle and pilot balloon were still attached. Two (2) small pieces of the intrauterine balloon remained on the manipulator tube located at the distal and proximal ends of the intrauterine balloon. The intrauterine balloon was torn at these same locations. This indicates a strong bond between the balloon and manipulator tube. The u.v. Adhesive appeared to be properly applied to the manipulator shaft where the intrauterine balloon is attached. The inside diameter of the cervical cone measured within specifications, using calibrated pin gages. The outside diameter of shrink band varied between 0.220 and 0.222 inch; therefore, there was a 0.003 - 0.005 inch interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The uterine balloon adds additional resistance to detachment of the cervical cone. A vcare cone / balloon detachment investigation guidance questionnaire was sent to the end-user for this complaint; however, the survey was not completed and not returned to the manufacturer. Despite numerous attempts, conmed was not able to collect additional information surrounding the incident. The likely failure mode in this complaint is application of force during manipulation of the device which exceeded its cervical cone pull off strength capability. This would allow the vcare shaft to pull through the cervical cone, pulling off the intrauterine balloon. The risk associated with this complaint is mitigated in the vcare dfu which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and medwatch 1320894-2011-00091. The device return to conmed is anticipated; however, has not been received to date. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed. Device not yet received from end-user.